Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 4/21/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the device was not returned, only the lens was received inside a sample container. Loose particles were observed on the lens surface. It was cut which could be related to the explant process and one of the haptic was missing. The reported issue was verified. Since the device was not returned for evaluation it is not possible to determine that the reported issue is related to manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgery, one of the haptics fell off completely. The lens was removed from the patient's eye and replaced with an ar40e 23.5 lens. No further information available.